Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a right ventricular lead was extracted due to it being a recalled lead as well as having externalization of the conductor coils. The lead was discovered during the procedure under fluoroscopy and was visually verified as well. The lead was replaced. The patient was stable.